Manufacturer narrative:
The customer¿s report of set separation was confirmed. Visual inspection of the set noted that nitro tubing was completely separated from the top cap burette middle inlet port. Examination under magnification noted that both sides of the nitro tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the nitro tubing.

Event description:
It was reported that on the nicu unit, a burette set separated and the tubing disconnected at the top of the burette. The user was priming the line with tpn for an infant's infusion, and stated that no patient harm occurred.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the nicu unit, a burette set separated and the tubing disconnected at the top of the burette. The user was priming the line with tpn for an infant's infusion, and stated that no patient harm occurred.